Event description:
The facility reported a pump with an inoperative channel. This event occurred during biomedical testing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The reported condition of a pump with an inoperative channel was confirmed. During inspection of the device by baxter it was found that the "open" key on the pump-head module keypad will not open the tubing channel. The cause was determined to be a faulty pump-head module keypad. The pump's pump-head module keypad was replaced to correct the reported condition. The device was returned to the customer fully operational. This issue is being investigated.